Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Measurements throughout these tests were within normal limits. A crack was noted at a bubble inside the lumen area of the notch. The crack is to the surface only and not through the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. The electrode was explanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. The electrode was explanted. There were no additional adverse patient effects.